Event description:
It was reported that during an unknown procedure, on fourth firing of the white reload, the staples did not form. Another device had to be opened to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.